Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, the customer was using humulin within their pump supplies. Customer went to the emergency room to address the low bg and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and immunosuppressants. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer regarding off-label insulin.

Manufacturer narrative:
(H6) add codes- 4121, 213, 67.